Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture shows an eye being implanted with a lens claimed to be a tecnis monofocal with optiblue iol preloaded in the simplicity delivery system (model dcb00v). A lack of lens edge continuity (notch) at 11 o'clock in relation to the picture can be observed. Although per the issue location lens edge/periphery, the probability of causing visual issues was low; the actual clinical impact and the potential root cause cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the preloaded intraocular lens (iol) a damage in the iol's periphery was discovered. No patient injury was reported. Balanced salt solution was used in the injector and the posterior chamber was filled with biovis viscoelastic solution. No further details were provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.